Manufacturer narrative:
Additional tavr procedure information: the valve was deployed with nominal volume in the native aortic valve. Post deployment the s3 valve landed in an 80:20 aortic/ventricular position with none/trace paravalvular leak. In this particular case, despite multiple investigational attempts, it was not possible to obtain additional details regarding the valve explant procedure. To date, the patient medical records and procedure op notes (implant and explant) requested to the facility have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve 19 months after implantation is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the edwards implant patient registry, a 26mm sapien 3 valve was explanted 19 months post implant in the aortic position. The reason for the valve explant is not known. No further information is available at this time.